Event description:
Boston scientific neurovascular became aware that during a procedure, the subject device fractured at the detachment gap, with the main coil partially in the microcatheter and aneurysm. The physician attempted to advance the main coil into the aneurysm and about 2 cm fell into the parent vessel. Attempted to retrieve the main coil with a retriever-10 endovascular snare but was unable to, left main coil in the pt's vessel. No complications were reported to have occurred with the pt as a result of this event.

Manufacturer narrative:
The subject device is currently in process of eval by the MFR.